Event description:
It was reported that a hydroview intraocular lens was explanted due to opacification. The lot and serial number were not provided, therefore it has not been possible to determine whether the lens model is hydroview 1.0. Additional information was requested but has not been received to date.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress.